Event description:
The plaintiff's attorney alleged that the pt's vital signs became erratic, while using the product during dialysis treatment, and the pt experienced what was later determined to be a stroke. The pt was allegedly hospitalized and expired approximately three months later from complications related to the stroke. It was also further alleged by the plaintiff's attorney that the product "damaged decedent's internal organs" causing death.

Manufacturer narrative:
This is one of two device reports associated with this event.